Event description:
Related manufacturer reference number 1627487-2022-03303, and 3006705815-2022-14900. It was reported that scs system was autoreducing system diagnostics recorded high impedances on 15 out of 16 lead contacts. Surgical intervention was undertaken wherein the ipg was explanted and replaced. During the procedure, the physician noted that the leads were fracture. Additional surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.